Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire technical support requested for unit o2 gas path test logs and screenshot shows alarm 388 and o2 pressure. No root cause could be determined yet since the investigation is still in progress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported bellavista 1000 having alarm 388 - "no o2 dosing possible" always appear although the oxygen is connected and the pressure is about 5 bar. Furthermore, there was no information for patient involvement associated with the event.